Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The concerto implant coil detached from the pushwire and missing. This condition was not reported at time of the event. As received, only concerto pushwire was returned for analysis without a dispenser coil and without an introducer sheath. The actuator interface was found loose within the coupler tube, indicative that a mechanical detachment was attempted using an instant detacher. The concerto pushwire was found kinked at the positive load indicator. The coin was found retracted from the lumen stop. The shield coil was found intact and the implant coil was already detached and not returned for analysis. No other anomalies were observed. Based on the reported information and returned device analysis, we were unable to determined the cause of the detachment of the implant coil. The implant coil were not returned for analysis, any contribution of the implant coil could not be determined. The actuator interface was found loose, the coin was retracted from the lumen stop and therefore, the implant coil detached as expected. The pushwire was found kinked at the positive load indicator. As the customer reported no damage during inspection, it is likely this damage occurred during return shipping to medtronic for analysis as the device was returned without its protective dispenser coil or introducer sheath. Related mdrs for this event: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that concerto coils experienced resistance and were stuck in the sheath. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.